Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances on the rv and superior vena cava (svc) coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.